Event description:
During the placement of a dubbhoff feeding tube, provider unable to remove the implanted metal stylet after placement was confirmed by x-ray. The entire tube had to be removed and a new dubbhoff tube used and repeat x-ray obtained. Pt. Subjected to 2 procedures to place feeding tube unnecessarily as well as 2 x-rays to confirm placement of the tube. FDA safety report ID # (B)(4).